Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, the fraction of inspired oxygen (fio2) delivery was inaccurate. The ventilator was on a patient when this reported issue occurred. The medical professional was called into the patient¿s room because the patient¿s oxygen saturation by pulse oximetry (spo2) dropped to the mid 80¿s, the fio2 was increased to 100% but the spo2 dropped to 60%. The medical professional then manually ventilated the patient with an ambu bag in order to increase the spo2 to 100%, the unit was swapped with another ventilator with no further patient harm or injury.